Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from an unspecified location. The location of the leak could not be determined; however, a towel beneath the supply bag was observed to be very wet at the time that the alarm occurred. All connections were fine at the time of set-up, there were no leaks out of the connection. Renal therapy services (rts) advised the patient to close all the clamps and disconnect using aseptic technique, cycle power off/on to clear alarm and remove the cassette. Rts advised the patient to contact their peritoneal dialysis registered nurse regarding the missed therapy. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.